Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00055. It was reported one of the supra orbital leads had eroded through skin. In turn, surgical intervention was undertaken wherein the lead was explanted and area was flushed. This addressed the issue. It is unknown which lead had eroded and was explanted, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00055.